Event description:
Note: this is one of three reports related to the same procedure. Refer to manufacturer. Report # 3005099803-2013-14794, manufacturer. Report # 3005099803-2013-14799 and manufacturer. Report # 3005099803-2013-14828 for the other associated device information. It was reported to boston scientific corporation that a wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2013-14794), a hydra jagwire (the subject of MFR. Report # 3005099803-2013-14799) and a tandem xl ercp cannula (the subject of MFR. Report ## 3005099803-2013-14828) were used during a duodenal stent implantation procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed as palliative care for a malignant stricture in the gastric antrum due to stomach cancer. The patient¿s anatomy was reported to be tortuous and tight. During the procedure, the physician inserted the hydra jagwire into the tandem xl ercp cannula and advanced both devices into the stricture. Reportedly the hydra jagwire was placed into the abdominal cavity. The wallflex stent was advanced over the guidewire and deployed. Following the stent placement, the patient experienced pain. A contrast study was performed, which revealed leaking from the mid area of the implanted stent. A perforation was confirmed in the duodenal bulb. The physician noted that the distal end of the stent had been incorrectly placed into the abdominal cavity. The stent was removed and the procedure was not completed due to this event. The physician did not plan to place another stent and the patient was reported to be under observation. According to the physician, the perforation could have occurred when the tandem cannula or hydra jagwire were inserted in to the anatomy and that the distal end of the hydra jagwire was in the abdominal cavity when the stent was placed. In the physician¿s assessment, there were no malfunctions associated with the hydra jagwire, the tandem cannula and the wallflex enteral duodenal stent. The physician believed that procedural factors caused or contributed to this event.

Event description:
Note: this is one of three reports related to the same procedure. Refer to manufacturer. Report # 3005099803-2013-14794, manufacturer. Report # 3005099803-2013-14799 and manufacturer. Report # 3005099803-2013-14828 for the other associated device information. It was reported to boston scientific corporation that a wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2013-14794), a hydra jagwire (the subject of MFR. Report # 3005099803-2013-14799) and a tandem xl ercp cannula (the subject of MFR. Report ## 3005099803-2013-14828) were used during a duodenal stent implantation procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed as palliative care for a malignant stricture in the gastric antrum due to stomach cancer. The patient¿s anatomy was reported to be tortuous and tight. During the procedure, the physician inserted the hydra jagwire into the tandem xl ercp cannula and advanced both devices into the stricture. Reportedly the hydra jagwire was placed into the abdominal cavity. The wallflex stent was advanced over the guidewire and deployed. Following the stent placement, the patient experienced pain. A contrast study was performed, which revealed leaking from the mid area of the implanted stent. A perforation was confirmed in the duodenal bulb. The physician noted that the distal end of the stent had been incorrectly placed into the abdominal cavity. The stent was removed and the procedure was not completed due to this event. The physician did not plan to place another stent and the patient was reported to be under observation. According to the physician, the perforation could have occurred when the tandem cannula or hydra jagwire were inserted in to the anatomy and that the distal end of the hydra jagwire was in the abdominal cavity when the stent was placed. In the physician¿s assessment, there were no malfunctions associated with the hydra jagwire, the tandem cannula and the wallflex enteral duodenal stent. The physician believed that procedural factors caused or contributed to this event. Additional information received as of (B)(4) 2013. A surgical procedure to close the perforated area was not performed due to leukemia, instead a conservative medical management was done. As per physician, the perforated tissues were areas of malignancies. The physician performed a contrast study after placing the guidewire during the procedure, however, it was difficult to locate the guidewire that was placed in the abdominal cavity since the flow of the contrast media was similar with the duodenal path but the image produced by the contrast media was not clear. As per physician's assessment, the patient developed and died due perforative peritonitis on (B)(6) 2013 and that no autopsy was performed.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) stent positioning issue. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.